Manufacturer narrative:
Complaint no.: (B)(4). Date of event unknown. Operator of device unknown. Evaluation summary: no actual sample was returned for evaluation; however, a photograph of the issue was provided. The batch review found no indication of related nonconformance during the manufacture of this product. Visual analysis of the photos confirmed the leak originated from the spike port, but the photos were not clear enough to detect where exactly on the spike port the leak originated, and further analysis of the leak location was not possible. This leak would have been obvious as soon as the bag was removed from the compounder. The manual add port had been likely used, as evidenced in the photo, which showed tamper evident foil had been placed on the port. As manual additions to the tpn solution occur after bag filling, it is unlikely additions to the tpn solution would have been made if a leak was present. Based on evaluation findings, the condition was determined to have occurred during handling of the spike port of the filled bag. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a tpn therapy bag was found to be leaking. The leak was discovered before use. This report documents no patient involvement or adverse events. No additional information is available.